Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist recommended to stop treatment and indicated to be true to bleeding, periodontal, infection, inflammation, blisters, gingivitis, sensitivity, broken, discomfort, not fitting, jaw discomfort, chipped, crown, recent dental work, wisdom teeth, root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.